Event description:
Client was crossing road when caretaker hit kerb and castor fell off, caretaker bumped into chair when castor fell off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s.